Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient experienced an episode of diabetic ketoacidosis (dka), reportedly due to inaccurate glucose readings from their dexcom cgm. The patient began experiencing symptoms including persistent vomiting and a severe headache. At that time, the dexcom mobile device showed a blood glucose level of 156 mg/dl. Due to the worsening symptoms, the decision was made to seek emergency medical care. Upon arrival, the dexcom reading was 178 mg/dl. However, a confirmatory fingerstick blood glucose test showed a level of 502 mg/dl. The patient was immediately treated with intravenous fluids and zofran to manage dehydration and nausea/vomiting. Given the severity of the condition, the patient was transferred to another hospital for further care. Upon arrival at the second facility, the patient¿s blood glucose level had decreased to 288 mg/dl. The medical team initiated treatment with both long-acting and rapid-acting insulin (lantus and an unspecified fast-acting insulin), although the exact dosages administered were not known by the reporter. The patient was admitted for observation and stabilization. After appropriate management, the patient¿s condition improved, and their blood glucose was recorded at 117 mg/dl upon discharge the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at the time patient experienced symptoms at home. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival of the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.